Event description:
It was reported that an attempt was made to implant the right ventricular implantable defibrillation lead but the lead bent during the attempt to place the lead in the vein. The lead was discarded and a new lead was used without problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated stretching and damage at implant. The lead was returned with the stylet stuck in the lead. The stylet is bent, which in turn gives the appearance of the lead being bent. Dried blood was observed within the distal conductor and the lead has been stretched. It is likely that blood entered the distal conductor through the is-1 pin when the stylet was inserted during the attempted implant. When the blood dried within the distal conductor, the stylet became stuck and it is likely the lead was stretched and the stylet was bent when attempting to remove the stylet. The stylet could not be removed during analysis without further damaging the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.